Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the vessel. The physician was about to attempt to deflate the occlusion balloon and noticed that the occlusion balloon had deflated unexpectedly. The pt is reported to be fine.